Manufacturer narrative:
The implicated product is a 9.6 fr. Single lumen catheter with tissue ingrowth cuff in a basic tray. The product received for evaluation is a non-MFR black colored tear-apart sheath partially peeled open and severe crush, collision and through and through damage at the distal tip. Also received in the complaint sample is a non-MFR gray, large bore vessel dilatory with moderate ragged damage to the distal tip and superficial impressions in the outer diameter the distal 2.0 inches. A final item included with teh complaint sample is a non-MFR guidewire with multiple kinks intermittently throughout its length and one end stripped with stretched outer coil wires. The intact end is rigid and has very limited flexibility (MFR supplied spring guidewires have a significant degree of pliability at both ends). A lot history review for the lot number provided by the customer reveals no mfg issues and no other complaints. No evaluation has been completed on this complaint sample as all components included are determined to be non-MFR products. Inconclusive, the complaint sample is not a MFR product. Although the complaint source provided a MFR product and lot number with the complaint sample, the implicated MFR product was not included with the complaint sample. Without examination of the MFR product, compatibility with non-MFR components cannot be evaluated. However, the stripped and stretched damage found on the guidewire may result from withdrawing the guidewire through an introducer needle and snagging the wire on the distal tip of a introducer needle.